Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had several no delivery alarms. Customer's blood glucose was 397 mg/dl at the time of the alarms. The mother also reported the customer's blood glucose was 500 mg/dl in another incident. Customer's blood glucose was treated with a manual injection. The customer was unable to troubleshoot for the alarm at the time of the call. The mother declined to return the insulin pump for analysis.